Event description:
Gore viabahn 10mm x 10cm covered stent graft tracked to the left internal iliac artery aneurysm but would not track to the distal internal iliac artery. We then performed balloon angioplasty of the distal orifice of the internal iliac artery using a 7mm x 4cm balloon. We then tracked the gore viabahn 10mm x 10cm covered stent graft to the left internal iliac artery aneurysm but again it would not track to the distal internal iliac artery. At this point the gore viabahn partially deployed 2 rings of stent without pulling the trigger to deploy. This could not be re-captured within the sheath. We then removed this stent graft while deployed. Unfortunately, this caused trauma to the left iliac artery and left cfa.